Event description:
Patient 1 of 3. Health care professional reported of higher than expected act+ results using a hemochron signature elite system. The patient was being monitored for heparin anticoagulation during a paroxysmal atrial fibrillation, radiofrequency catheter ablation, pulmonary vein isolation procedure. During the surgery the hemochron signature elite reported an out of range high results. No adverse event(s) were reported.

Manufacturer narrative:
(B)(4). The associated cuvette lot for this instrument is #f4jac282. Patient 2 of 3 reported under MDR 2248721-2014-00047, patient 3 of 3 reported under MDR 2248721-2014-00049. Method: actual device not evaluated. Process evaluation performed. No ncr's or anomalies were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Result: no results available since no evaluation performed. Conclusion: device not returned.